Event description:
It was reported that the customer jumped into the pool while wearing the insulin pump. It was stated that the insulin pump now has unresponsive buttons and a frozen screen. During troubleshooting it was stated that the time did not advance on the screen. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.